Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and high out of range impedance measurements greater than 3000 ohms. A revision procedure was performed in which the lead was surgically abandoned and replaced. No adverse patient effects were reported. This product is no longer in service.